Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous case report was received on 29-mar-2013 from a physician database extraction regarding a male patient (age not provided), initials unknown, with osteoarthritis (kellgren-lawrence grade 4 and large prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (hylan g f 20) (first and second course in 1998 and 2001 respectively; age 40 years at the time of first course) and experienced synovitis of right knee. On (B)(6) 2001, the patient initiated treatment with intra-articular synvisc injection (third course) in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2001, the patient experienced synovitis of left knee. On an unspecified date in 2001, the patient experienced moderate joint effusion (no aspiration) of left knee. On an unspecified date in 2001, the patient received treatment with intra-muscular celestone (betamethasone) at a dose of 2 cc (frequency not provided) for synovitis of left knee and joint effusion. On (B)(6) 2001, the patient experienced chest pains. On an unspecified date, the patient experienced hypertension and the patient was sent to emergency room for evaluation. On (B)(6) 2002, the patient received second synvisc injection in both knees. On (B)(6) 2002, the patient again experienced synovitis of both knees. On an unspecified date in 2002, 30cc of clear yellow joint fluid was aspirated from left knee and 3-4cc of clear yellow joint fluid from right knee. On an unspecified date in 2002, the patient received treatment with intra-muscular celestone (betamethasone) at a dose of 2 cc (frequency not provided) for synovitis of both knees and bilateral knee effusion. The outcome for the event of synovitis of both knees, chest pain, hypertension and bilateral knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of both knees was assessed as mild and the intensity for the event of bilateral knee effusion was assessed as moderate. The intensity for the event chest pain and hypertension was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related and the relationship between synvisc and the event of chest pain as unrelated and did not provide the relationship between synvisc and the events of bilateral knee effusion and hypertension. The qa (quality assurance) investigation results were received on 09-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow-up information was received on 10-apr-2013 and the patient initials were reported as (B)(6). Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.